Event description:
It was reported while using bd microtainer® tubes with lh (lithium heparin) 15 samples were clotted. The customer indicated tubes were underfilled and overfilled. The customer indicated the clotted samples were due to improper collection. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were visually inspected for additive with acceptable results. Additionally, 15 retain samples were functionally tested for additive quantity and all tubes tested within specification requirements. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting based on the investigation completed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.